Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and unknown drug (muscle relaxer) at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain, failed back surgery syndrome, degenerative disc disease and chronic low back pain. It was reported that the patient was wondering if catheter would be removed as they remove the pump and stated that it is the only thing keeping stenosis from moving down. The patient went off of using the pump in (b)(46 2016 and the pump had been beeping since then. There was no morphine in the pump. He no longer saw the previous healthcare provider (hcp) since the doctor kept increasing morphine which made the patient "fuzzy headed" and wanted to "go off of it". The patient was not using the pump any more and did not have it refilled. No further complication was reported.